Event description:
.

Manufacturer narrative:
Info not provided on initial medwatch. Additional info requested. Subject device is an instrument and is not implanted. Investigation could not be concluded, no conclusion could be drawn. No device was returned. A review of the mfg records has been requested. (B) (4).